Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was returned severed at approximately 540 mm from the tip end; only the distal segment was received. A portion of stylet was returned in the segment of lead. Visual inspection noted stretched and deformed conductor coils, with some cuts observed in the anode conductor coil. Punctures, cuts, and electrocautery damage to the insulation were also observed. The helix was extended and stretched. Dried blood/body fluid was noted within the helix housing and lead tip. The helix mechanism could not be tested due to the condition of the lead. Laboratory analysis confirmed helix extension and retraction difficulties had likely occurred, as evidenced by the stretched helix, but was unable to confirm the low r-wave amplitudes. Electrical testing on the segment failed due to the induced damage to the conductor coils.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) exhibited poor r-wave amplitudes. The physician repositioned the lead, but then the helix would not extend. The lead was removed and a new lead of the same model was implanted to complete the procedure. The attempted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) exhibited poor r-wave amplitudes. The physician repositioned the lead, but then the helix would not extend. The lead was removed and a new lead of the same model was implanted to complete the procedure. The attempted lead was expected to be returned for analysis.